Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection and functional testing were performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo primary solution set would not allow a saline flush to flow through its fifth port due to blockage in this port. This occurred while the nurse was attempting to hang a secondary infusion to the primary IV line and during patient use. To resolve this issue, the IV line was replaced. The reporter stated that no kinks in the line were observed and priming was successfully performed prior to this event. Even after the secondary line was removed, the fifth port was still unable to be accessed properly. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.